Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was failed and not detected on bus. A field service engineer found that auxiliary drawer 4.2 pocket c3 was failed to open, and the customer reported recurring cubie issues in that drawer, disassembled and reassembled the drawer, identified foil caught in the cubie header connectors on the row c tray, and removed the obstruction, then reseated all drawer connections and replaced the retractor band due to physical damage, had the customer log in and confirm that the drawer was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 was failed and not detected on bus. Customer tried to reboot the drawer, but issue persisted. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.